Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds); was returned for analysis. The crimped stent was securely crimped and attached to the proximal balloon end. A visual examination of the crimped stent found stent struts at the proximal portion of the crimped stent were damaged, stretched and lifted from the stent profile. Based on the complaint report and the analysis completed, the damage most likely occurred during attempts to cross a calcified lesion. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified second right posterolateral segment. A 2.50 x 28 synergy¿ drug eluting stent was selected for use to treat the lesion. However, during the procedure, the device failed to cross the lesion and the distal edge of the device was flared. The procedure was completed with another 2.50 x 12 synergy¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified second right posterolateral segment. A 2.50 x 28 synergy&#10244;rug eluting stent was selected for use to treat the lesion. However, during the procedure, the device failed to cross the lesion and the distal edge of the device was flared. The procedure was completed with another 2.50 x 12 synergy tent. No patient complications were reported and the patient's status was good.